Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit received with minor scratches on lcd window, cracked case at display window corners, and dried substance on case.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The keypad was unresponsive. His/her blood glucose level was not reported. The product was returned. Nothing further to report.